Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there was no pump keypad damage. The contrast button was found to be intermittently responding to presses; the contrast button has no effect on the pump's insulin delivery function. All other keypad buttons were tested and were found to be responding normally. The keypad was removed from the pump and contamination was observed under all of the button contacts. Unrelated to the complaint, moisture was found in the battery compartment. (B)(6).

Event description:
The pump was returned to animas for worn button symbols. During investigation, contamination was found under the button contacts. This report is made based on the results of investigation.